Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection (lar), while being used for anastomosis, there was difficulty attaching the anvil to the integrated trocar and difficulty to close the device when rotating the black knob, with no locking sound and failure to lock or engage. The surgeon attempted several troubleshooting steps, including disengaging the anvil with a grasper. The surgeon then manually disengaged and re-locked the anvil after adjusting the purse-string and re-did the anastomosis steps, after which the device fired normally. The procedure time was extended by approximately 30¿35 minutes.